Event description:
It was reported that on (B)(6) 2022 the patient presented to an outside hospital with report of black, tarry stool x3 and syncope x3 at home. The patient was transferred to university of michigan for further evaluation and care. A gastrointestinal consult was started on (B)(6) 2022. An evaluation with upper endoscopy/colonoscopy and video capsule endoscopy were to be considered once the patients inr was to approach 1.7. A rectal exam was attempted, but was limited and found no stool, melena, or blood. The patient's hemoglobin (hgb) was 12.9 and stable. Bleeding was not confirmed and bleeding was resolved with conservative management of continuing medications and laboratory monitoring. On (B)(6) 2022 the patient had chest pain and was in ventricular tachycardia (vt) with multiple premature ventricular contractions (pvc's). Intravenous hydromorphone (dilaudid) was given for pain, amiodarone bolus and magnesium was given. The patient returned to normal sinus rhythm (nsr) and remained in nsr. The patient was noted to have a history or arrhythmia prior to left ventricular assist device (vad) placement. The arrhythmia did not result in clinical compromise and the event was not thought to be device related. On (B)(6) 2022 the patient presented with acute-onset right sided facial droop and right sided weakness in the setting of a new headache along with the active issues of possible gastrointestinal bleed, chest pain, and fluid overload. The patient was noted to have similar right-sided neurologic presentation in (B)(6) 2022. The patient's neurologic examination was unrevealing for dysarthria or language deficits there was weakness of the right lower face, but effort seemed variable when testing limbs for drift, imaging by head cat scan did not reveal large vessel occlusion or stenosis of the anterior circulation. Images of the head CT would not be provided. There were no changes to the patient condition or anticoagulation status they may have contributed to the event. Supportive care was provided to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: the similar right-sided neurologic presentation in jan2022 is reported under MFR # 2916596-2022-00427. Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding, cardiac arrhythmia, and other neurological event (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A repeat head cat scan on (B)(6) 2022 also was negative for acute process. It was reported that the gi bleeding event was resolved prior to completion of gi workup and the cardiac arrhythmia was resolved without sequelae. The patient was discharged home on (B)(6) 2022 in stable condition.